Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding multiple recoverable faults. Tse reviewed the system logs and confirmed error 23013 and 23008 on the master tool manipulator left 2. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and in logs, the error 23013 was found indicating pot to encoder fdfd error, mtml2, axis 5 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified.